Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the #1 button of a 6f¿12f mynx control venous vascular closure device (vcd) could not be pushed down as it appeared to be locked in place. The balloon was deflated, manual compression was applied for 30 min or less and hemostasis was successfully obtained. There was no reported patient injury. The device had been inserted into a 9f non-cordis sheath introducer, the balloon was inflated with the black marker visible, and the indicator window showed that the lines were aligned prior to the issue. The mynx vcd was used during an interventional ep ablation procedure utilizing an antegrade venous approach. The deployer was mynx certified, and a 9fr sheath was used. The device was stored and prepped according to the IFU, and no damage was noted to the button. The button could not be depressed at all. Device storage temperature did not exceed 25 °c, and no kinks were observed in the sheath or device after removal. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the #1 button of a 6f¿12f mynx control venous vascular closure device (vcd) could not be pushed down as it appeared to be locked in place. The balloon was deflated, manual compression was applied for 30 min or less and hemostasis was successfully obtained. There was no reported patient injury. The device had been inserted into a 9f non-cordis sheath introducer, the balloon was inflated with the black marker visible, and the indicator window showed that the lines were aligned prior to the issue. The mynx vcd was used during an interventional electrophysiology (ep) ablation procedure utilizing an antegrade venous approach. The deployer was mynx certified, and a 9fr sheath was used. The device was stored and prepped according to the instructions for use (IFU), and no damage was noted to the button. The button could not be depressed at all. Device storage temperature did not exceed 25 °c, and no kinks were observed in the sheath or device after removal. A non-sterile mynx control venous vascular closure device was returned for investigation. Visual inspection showed that both buttons 1 and 2 were in the non-depressed position. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and was partially exposed through the sealant sleeves, which exhibited a frayed/split/torn condition. A non-cordis 8f catheter sheath introducer (csi) was returned inserted on the unit. The balloon was deflated, and the core wire was present, while the atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test was performed to evaluate device functionality. The unit operated as intended, successfully deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling in the distal direction, buttons 1 and 2 were depressed sequentially in accordance with the instructed procedure. A high-magnification microscopic evaluation was conducted to examine the surface of the sealant sleeves. This analysis confirmed the presence of the previously observed frayed/split/torn condition. No additional surface damage or anomalies were detected. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it passed functional analysis. However, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as a partial exposure of the sealant was observed due to the frayed/split/torn condition of the sealant sleeves noted. The exact cause of the issue experienced by the customer and the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 issue experienced since it passed functional analysis. However, handling factors (even though it was reported that alignment of the tension indicator was made prior to attempting depression) are possible. Additionally, procedural/handling factors possibly resulted in the damaged condition of the sealant sleeves (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this condition occurred during use in the procedure or after removal from the patient. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also instructs in step 2: deploy sealant, the IFU instructs, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ neither the product analysis nor the information available for review suggests that the issue experienced and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.